Event description:
The user facility reported to terumo cardiovascular systems that after endoscopic vein harvesting, the top piece of the endoscope would not screw off. There was no delay to the surgical procedure.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).